Event description:
It was reported that when the intra-aortic balloon (iab) was implanted, the guidewire cannot be moved half-way into the iab. The central cavity was blocked and cannot pass. As a result, the iab was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint that the "guidewire cannot be moved half-way into the catheter" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was implanted, the guidewire cannot be moved half-way into the iab. The central cavity was blocked and cannot pass. As a result, the iab was replaced. There was no report of patient complications, serious injury or death.